Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken and detached 13 inches distal from control knob, between distal tip and control knob; approximately 1 inch of the distal end was not returned; the fiber at the location of the fracture exhibits signs of melting. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and excessive bending.

Event description:
It was reported during prostate procedure at 176,439 joules and 25:18 minutes of use; "fiber broke at tip" was observed. The tip (cap) of the fiber was cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: "no harm to patient" was noted. No injury to patient was reported.